Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "bridge test failed" message and the defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5 and h6. The customer's report was obaserved and attributed to a faulty integrated circuit on the main board. The main board was replaced to remedy the issue. The device was recertified and retured to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "bridge test failed" message and failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.